Event description:
The complainant stated that one of the siderails on the bed will not remain latched.

Manufacturer narrative:
A follow up report will be sent once the customer discloses their investigation.